Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issues of "false positive", "test start-up failure", and "invalid/invalid after test" were reported. No harm(s) were reported. The issue of "false positive" has been previously investigated in (B)(4). Refer to (B)(4). For additional information. Since completion of (B)(4), fmea001 has been revised from revb.0 to revc.0. Fmea001 revc.0 has been reviewed and no changes were made that impact this investigation. A DHR review of kit lot number k08a112009223m5 was performed; no ncrs were identified that could have contributed to the issue of "false positive". The issue of "test start-up failure" has been previously investigated in (B)(4) . Refer to (B)(4) for additional information. Since completion of (B)(4), fmea001 has been revised from revb.0 to revc.0. Fmea001 revc.0 has been reviewed and no changes were made that impact this investigation. A DHR review of kit lot number k08a112209223m7 was performed; no ncrs were identified that could have contributed to the issue of "test start-up failure". The potential harm resulting from "invalid/invalid after test" is "a delay in test results" and is documented in lucira covid-19 test system hazard analysis (rsk053, revb.0) in hazard ids #51 "positive internal control (pic) chamber does not amplify resulting in a delay of test results" and #52 "elution buffer contaminated with microbe resulting in a delay of test results". (B)(4) was opened to investigate. A definitive failure could not be determined, but the most probable issue/failure mode is documented in (B)(4) as pic inhibition (potential contaminants introduced by the sample vial and sample vial lot release testing is for lack of amplification, but does not include actual amplification or positive spikes). The relevant pfmea risk is index #12 "vial contaminated" (pfmea007, revb.0). Actions were implemented and the effectiveness check is ongoing. Based on the information above, no further investigation is required. A most probable root cause for "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: - low viral load - environment - improper collection/handling - device malfunction refer to (B)(4) for additional information. A most probable root cause for "test start-up failure" cannot be determined without returned product. Potential root causes include but are not limited to: - sv not punctured, - missing/low spike, - missing/misoriented/damaged battery contact, - pcb damage. Refer to (B)(4) for additional information. The most probable issue/failure mode is documented in (B)(4) as pic inhibition (potential contaminants introduced by the sample vial and sample vial lot release testing is for lack of amplification, but does not include actual amplification or positive spikes). The relevant pfmea risk is index #12 "vial contaminated" (pfmea007, revb.0).

Event description:
Customer contacted us on (B)(6) 2023 to report 1 invalid result - never started running / no ready light blinking. Before starting, were the instructions read? Yes. Lot #: k08a112209223m7. Test kit #: 3a8r9t1w. Is your kit covid flu or covid 19? Covid 19. Is the ready light on and steady? No. Did you use the batteries provided? Yes. Did you push down on the sample vial until it clicked? This is not applicable, because the ready light never came on and therefore the sample could not be tested. Did you push down again using the palm of your hand? Not applicable. Was the vial liquid purple in color? Yes. Customer contacted us on 08/11/2023 to report 1 invalid - after 30 minutes. Before starting, were the instructions read? Yes. Is your kit covid flu or covid-19? Covid-19. Is there any liquid left in the vial? Yes. Was the ready light blinking when you stirred the swab? No. Was the swab rotated 5 times in each nostril? Yes. Was the swab stirred in the vial for at least 15 times? Yes. Was the vial liquid purple in color? Yes customer contacted us on (B)(6) 2023 to report 1 false positive that was confirmed with a second lucira test. Before starting, were the instructions read? Yes. May I have your lot and test kit #? Lot #: k08a112009223m5. Test kit #: 3a8n0b6y. Location of testing? Indoor/outdoor indoor. Was the test completed on a flat surface? Yes. Was the swab rotated 5 times in each nostril? Yes. Were you 6 feet from another person when taking the test? Yes. Were you exposed to covid with in the previous 24 hours of testing? No. Was the vial liquid purple in color? Yes. Was the test moved while it was running? No . How soon after the initial positive test was a retest(s) completed? 30min. What test did you use to confirm the false positive? Lucira test. How many total tests were run before getting this false positive? 1. Did the person tested, contact a healthcare provider? No. If yes, how is the person tested doing? Is the person tested undergoing any treatment? The tested person has been testing negative since the false positive. Is your kit covid flu or covid 19? Covid 19.